Event description:
It was reported that the device powered on/off by itself and logged a fault code in the memory. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory and power pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system/memory and power pcb assemblies at the failure analysis center and was unable to verify or duplicate the reported failure. Both assemblies testing on a mock up device found no failures.